Manufacturer narrative:
A technical representative worked with the field representative, disconnecting and reconnecting the umbilical cable resolved the issue. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the mobile view station (mvs) of the imaging system displayed a black screen with cursor. Representative was able to move the cursor. Rebooting the system did not resolved the issue. There was no patient present at the time of the issue.